Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/18/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: the black box shows evidence of alarms on (B)(6) 2015. Pump was exercised for 24 hours and the alarm was not duplicated. Moisture was observed in battery compartment, pump case removed and further moisture was found internally. Battery compartment is cracked along the side on threads and below pad, display is dim/fading/reddish, battery cap is damaged/stripped. Battery compartment leak detected.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.